Event description:
It was reported an error occurred at startup. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing. It was also noted that the buttons on the keyboard felt "squishy" so the keyboard was replaced as a preventative. (B)(4).